Manufacturer narrative:
Product ID 8711, lot# l78584, implanted: (B)(6) 2000, product type: catheter. (B)(4).

Event description:
It was reported the patient's battery in the pump was nearing its end of life so it was electively replaced. The catheter was then revised during the replacement procedure as it was noted, "her pump was originally put in, in 1996 and she has the original catheter. And the surgeon indicated that the suture fitting that hooks to the pump was getting kind of frayed so they spliced a new mechanical fitting that he said snaps into the pump, which sounded reasonable to me". The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.